Manufacturer narrative:
The customer was provided information for storage, repair, testing and replacement. Users are instructed to check the device before and after each use and not to use the vac pac device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week. This report is considered complete and this particular issue closed. Device not available for investigation.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device was not holding suction. There was no visible damage noted on the device. There was also no patient involvement reported. The vac pac was shipped on 5/3/2017, but the amount of use is unknown.

Manufacturer narrative:
The vac pac device reported to have not held suction was returned to natus medical for evaluation. The vac pac was suctioned and capped for over 24 hours and no loss of suction was observed. Following product examination and functional testing, the reported failure cannot be confirmed. No further testing or product evaluation is required.